Event description:
Information received indicates the brake is not holding. Casters are locking but continue to swivel from side to side.

Manufacturer narrative:
The technician replaced the casters and the supports, but also discovered a broken weld on the brake pedal. He replaced the brake pedal and brake rod to repair the bed.